Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis and unstable angina occurred. The patient presented with stable angina (ccs classification: 1) and was referred for elective cardiac catheterization. The target lesion was located in the mid to distal left circumflex artery (lcx) with 95% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. Following post-dilation, residual stenosis was 0% with timi flow of 3. Post study stent deployment and post dilatation a plaque shift was noted in the mid obtuse marginal (om) branch. This was managed by kissing balloon inflations with a 3.0 mm balloon in the mid om and a quantum 3.0 mm balloon in the stented section. The stent was dilated to 16 atmospheres and then simultaneous inflations were performed to 8 atmospheres in both mid om and mid lcx with no residual stenosis and brisk flow in both mid om and lcx. The next day the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented with unstable angina pectoris and was diagnosed with atherosclerosis. The patient underwent diagnostic left heart catheterization and was scheduled for atherectomy and percutaneous coronary intervention. The next day the patient was admitted electively for further treatment. The 90% stenosis in the proximal lcx was treated with balloon angioplasty and placement of a drug eluting stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy.